Manufacturer narrative:
28-aug-2017 product investigation results: reporter returned toothbrush head on 15-aug-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Round head of the toothbrush head came off in mouth, looks like it has broken and the metal pin came loose [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A female consumer, age unspecified, reported via e-mail on 25-jul-2017 that while cleaning her teeth on (B)(6) 2017 with an oral-b rechargeable toothbrush, version unknown, the round head of the oral-b dualaction brushhead came off in her mouth. She reported it looked like it had broken and the metal pin came loose, and it broke after only a few weeks of use. No symptoms developed. The consumer reported she had used oral-b products for over 20 years, and had never had any issues with the brushes or the toothbrush itself until now. No further information was provided. 27-jul-2017 consumer follow-up via e-mail: the consumer reported she had always used dual clean brush heads, and she would return the broken head. No symptoms developed. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Round head of the toothbrush head came off in mouth, looks like it has broken and the metal pin came loose [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer, age unspecified, reported via e-mail on 25-jul-2017 that while cleaning her teeth on (B)(6) 2017 with an oral-b rechargeable toothbrush, version unknown, the round head of the oral-b dualaction brushhead came off in her mouth. She reported it looked like it had broken and the metal pin came loose, and it broke after only a few weeks of use. No symptoms developed. The consumer reported she had used oral-b products for over 20 years, and had never had any issues with the brushes or the toothbrush itself until now. No further information was provided. On 27-jul-2017 consumer follow-up via e-mail: the consumer reported she had always used dual clean brush heads, and she would return the broken head. No symptoms developed. No further information was provided.